Manufacturer narrative:
Additional information received: per follow up report, the patient passed away likely due to cerebral hypoxia related to the embolized sapien 3 ultra valve blocking blood flow to the carotid arteries.

Manufacturer narrative:
Imagery was provided by the site and revealed the following: the valve appears flipped to the side. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for thv embolized from target location was confirmed based on imagery provided. As reported, 'during a trans carotid tavr procedure with a 26mm sapien 3 ultra valve, the operator pulled the commander delivery system back to the warning marker and attempted to lock. However, the balloon catheter shaft shifted back into the handle, not exposing the warning marker, and not allowing the fine adjustment wheel to further align the valve between the radio-opaque markers' and 'it was decided to withdrawal the devices but were unable to get the valve back into the esheath. The team decided to deploy the valve in the ascending aorta using multiple balloon inflations'. Before the team re-attempt the procedure with ta approach, the deployed valve was flipped 90 degrees. The embolized valve was surgically removed and a surgical valve was implanted. In this case, the thv was deployed in ascending aorta due to retrieval difficulty. While patient anatomy information was not provided, multiple balloon inflations to deploy the valve indicates that the diameter of ascending aorta likely larger than the native aortic annulus. In such condition, the deployed valve may have higher risk for embolization due to lack of retention force. As such, available information suggests that procedural factors (non target deployment at larger section) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a trans-carotid tavr procedure with a 26mm sapien 3 ultra valve, the operator pulled the commander delivery system back to the warning marker and attempted to lock. However, the balloon catheter shaft shifted back into the handle, not exposing the warning marker, and not allowing the fine adjustment wheel to further align the valve between the radio-opaque markers. Several attempts were made to troubleshoot; however, it was unsuccessful. The team decided to withdrawal the devices, but they were unable to get the valve back into the esheath. It was decided to deploy the valve in the ascending aorta using multiple balloon inflations. Post deployment, the commander delivery system was removed with no issues. It was then decided to try trans-apical approach with a new valve. After the team pulled the wire and closed the carotid, final angio picture showed the valve in descending had turned 90 degrees, and the patient needed an open procedure. The embolized valve was surgically removed and a surgical valve was implanted.